Event description:
Related manufacturer reference number: 2017865-2025-11488. Related manufacturer reference number: 2017865-2025-11489. Following the electronics performance indicator (epi), an alert was received by the clinician and awaiting device explant. The patient passed away from pneumonia prior to any intervention taking place for the epi. It was not stated if physician believed the infection was related to any abbott products/ procedures. Further information was requested, but not yet available.

Manufacturer narrative:
A device history record (DHR) was reviewed; no evidence of abnormal sterilization cycle was found associated with this serial number. Further information was requested, but not yet available.